Event description:
A surgeon reported that the blue joint valve was leaking during surgery, causing some chamber instability. The procedure was completed after a new "pouch" was used with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info because available. (B)(4).